Event description:
It was reported while performing an ablation procedure using a safire blu catheter, the fluid port detached from the catheter. The catheter was replaced and the procedure continued with no consequences to the patient.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a follow-up report will be submitted.